Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. It was reported that while hospitalized for another indication, the patient was diagnosed with peritonitis and was treated with unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported) and an unspecified drug injection (dose, route and frequency were not reported) for treatment of the peritonitis. Thirteen days after onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.